Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 199 mg/dl. The customer stated that the insulin pump had been dropped. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.